Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia and heart block. It was also reported the pacing lead had high thresholds and sustained continuous loss "patient occurred aspen syndrome". It was noted there was a sudden increase and undefined qualified as high impedance measurements on the pacing lead. The lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was no pacing in the program control and the threshold test was performed. The lead would not capture. The patient developed aspen syndrome during hospitalization. The physician judged the lead had dislocated and was reset and partially removed.